Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 400 mg/dl and 408 mg/dl and the low blood glucose value was 45mg/dl. Customer's other blood glucose level was over 200 mg/dl. Customer declined troubleshoot for high and low blood glucose. The device will not be returned for analysis.